Event description:
It was reported that a patient underwent a premature ventricular contraction (PVC) ablation procedure with a THERMOCOOL SMARTTOUCH SF and the patient experienced cardiac tamponade that required drainage.During the seventh ablation for premature ventricular contractions (PVCs) originating from the right ventricular outflow tract (RVOT), the physician observed a decrease in blood pressure and confirmed cardiac tamponade using an ultrasound machine. Drainage was performed. The patient no longer had pericardial effusion and blood pressure was stable. The patient was recovering well (improve) and no extended hospitalization was necessary.The physician commented that there is a possibility that the RF application duration at the anatomical site was too long. The site was ablated with Smart Touch SF catheter at 35 W for approximately 120 seconds, which appeared to be somewhat prolonged.

Manufacturer narrative:
Device Investigation Details:An analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable.A manufacturing record evaluation was performed for the finished device lot number 31839343L and no internal actions related to the complaint were found during the review.As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Bio sense Webster Inc., or its employees that the report constitutes an admission that the product, Bio sense Webster Inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.Manufacturer's Ref. # (b)(4).